Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6)2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink device leaked. The leak was further described as ¿fluid leaking from connector where the syringe is screwed in¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.